Event description:
It was reported the coagulation did not work. There was no pt injury. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the returned tip revealed no defects of the handle and tip. The button did not have intermittent failure. The device responded when the cut/ coag buttons were pressed. Review of the lot history revealed no anomalies. End of report.